Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # n92f31. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigma procedure the scissors regularly displayed "reduce pressure to blade". New connection without any success. The test with the handpiece was absolutely fine, but in conjunction with scissors and slight friction in the shaft, the error message displayed immediately. With a new handpiece the surgery continued without problems. No harm to the patient.